Event description:
It was reported the coil prematurely detached during procedure and was implanted in the patient. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken with the release wire pulled back. This likely caused the coil to detach. (B)(4).